Event description:
It was reported that during the procedure in the iliac artery, the absolute pro stent delivery system was advanced without resistance to the target lesion. During attempted stent deployment, strong resistance was felt when turning the thumbwheel and the stent did not deploy. The stent system was removed from the anatomy without resistance. Outside of the anatomy, one stent strut was noted to be sticking to the proximal segment of the stent delivery system. Reportedly there was no partial stent deployment or exposure of the stent. The physician attempted to deploy the stent. Resistance was felt. Force was applied and the stent ultimately separated into three pieces. The physician believes that the cause of the friction was the stent strut caught on the proximal segment of the stent delivery system. An unspecified stent system was used successfully to treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). (B)(4) - excessive force. Evaluation summary: the self expanding stent system (sess) was returned with blood on and in the shaft, consistent with being advanced into the anatomy as reported. There was saline in the shaft. The stent implant was returned fully expanded and had separated into 3 pieces as reported. There were stretched struts noted at the separations, suggesting force was applied to separate the stent material. There was no other damage noted to the stent implant. The distal outer sheath was fully retracted. There were chatter marks sporadically throughout the entire length of the distal outer sheath. There was a kink in the inner shaft at the distal end of the proximal marker. There was no other damage noted to the sess. The handle was in the unlocked position. The handle was opened to reveal the rack had retracted and was in the proximal end of the handle. Potential factors for an absolute pro failing to deploy and/or resistance with the thumbwheel may include, but are not limited to, manufacturing, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). Based on the returned device analysis, it is likely that the chatter marks noted on the distal outer sheath contributed to the deployment difficulty. The chatter suggests that the stent/distal sheath area was subject to a tight bend, possibly during advancement to the iliac. With the distal sheath over bent and/or kinked, this may likely cause difficulty retracting the sheath to deploy the stent. Additionally, it was reported that one stent strut was noted to be sticking to the proximal segment of the stent delivery system once outside of the anatomy. This damage to the stent may also be related to the distal sheath being over-bent causing the chatter marks noted. It may be possible that the stent was compromised under the sheath due to the chatter marks/over-bending. It was reported that the physician attempted to deploy the stent once outside of the anatomy. Resistance was felt and force was applied and the stent ultimately separated into three pieces. The stent separation is likely due to manipulation outside of the anatomy. The appearance of the separation (stretched), suggests that the stent was pulled from the distal sheath causing the struts to stretch and separate in three separate segments. The absolute pro instructions for use states: applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The excessive force was applied once outside of the anatomy and did not contribute to the original deployment difficulty. The reported deployment difficulty is likely due to the chatter marks which may have been caused by anatomical conditions. The subsequent damage appears to be due to manipulation of the device outside of the anatomy in the attempt to deploy the stent. There is no indication to suggest a product quality deficiency. There were no associated nonconforming material records for the reported lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a product quality deficiency. During production all self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.